Manufacturer narrative:
Plant investigation: the reported issue was confirmed through a photograph provided by the customer. The complaint investigation determined the cause of the reported issue to be a bad electrical contact of the wiring at the motor protection switch. The design of the cable lug/blade receptacle in use with this part is not adequate and causes transition resistance or a completely loosened contact. This results in the detected tripped overload relay as well as high thermal energy during operation by this transition resistance. The pressure pump causes high currents during start and usual operation and with a higher electrical resistance, the thermal load at the wiring and included cable lug/blade receptacle increases until the reported discoloration occurs. This is a known issue and addressed within a CAPA project. A new design was released for the wiring and its included crimp connection of the blade receptacle. The device was built before an improved design of the blade receptacles was released. The complaint description mentions that the motor protection switch and power cord were replaced and the thermal overload relay was reset to fix the issue. If not already done it is also recommended that all wiring at the motor protection switch of stages 1 and 2 be replaced against the improved design. As this is a known issue with an assigned CAPA that has been opened and implemented, a review of similar complaints is not warranted.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Burnt wires were identified on motor protection switch and during follow-up it was reported that discoloration was found on the main power cable. The reported issues were identified during machine repair after the biomed contacted fresenius technical services for failing to pass the t1 test and receiving f-04-50-04, and f-02-51-01 alarms. The biomed did not correlate these alarms with thermal damage identified within the ro system. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload relay was reset and the aquabplus reverse osmosis (ro) system was placed into emergency mode at stage 2 in order to return the system to service. The biomed stated that a replacement stage 1 motor protection switch and main power cable were ordered to resolve the thermal damage. There were no blown fuses identified in the local power supply nor were there any local power grid issues on or around the reported event date. There was no patient involvement nor personal harm to anyone as a result of the reported thermal damage. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Burnt wires were identified on motor protection switch and during follow-up it was reported that discoloration was found on the main power cable. The reported issues were identified during machine repair after the biomed contacted fresenius technical services for failing to pass the t1 test and receiving f-04-50-04, and f-02-51-01 alarms. The biomed did not correlate these alarms with thermal damage identified within the ro system. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload relay was reset and the aquabplus reverse osmosis (ro) system was placed into emergency mode at stage 2 in order to return the system to service. The biomed stated that a replacement stage 1 motor protection switch and main power cable were ordered to resolve the thermal damage. There were no blown fuses identified in the local power supply nor were there any local power grid issues on or around the reported event date. There was no patient involvement nor personal harm to anyone as a result of the reported thermal damage. No parts were returned to the manufacturer for physical evaluation.